Event description:
It was reported that after the aortic anastomosis and one femoral anastomosis was completed, the clamp was removed from the limb of the acg graft. When the clamps were released, the graft wall bled through several randomly located "holes" in one limb of the graft. The surgeon reported that he has successfully implanted numerous acg grafts previously and felt that this was an unusual event that needed to be reported to the company. The surgeon successfully closed the holes and stopped the leaking with 6-0 prolene suture.